Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2025. D2b: lgw - qrb. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer working as intended. The patient received had an injection for pain.